Event description:
Additional information was received that the right atrial (ra) and right ventricular (rv) leads were explanted and replaced to resolve the event. During the revision procedure, insulation damage was able to be visually confirmed on the ra and rv leads. The patient was stable.

Manufacturer narrative:
The reported events of lead damage, sensing noise, and low pacing impedance were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported events was due to the exposure of the outer coil in the abrasion zone, which is consistent with friction to the device can.

Event description:
Related manufacturer reference number: 2017865-2023-25321 and 2017865-2023-23335 during a clinic follow-up, episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. Additionally, a low impedance and episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Ra and rv lead damage was suspected, but was unable to be confirmed. Provocative testing was performed and the noise was able to be reproduced. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.